Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt wanted to get in contact with a mdt rep to run some diagnostics on ins to see if ins was working properly. Pt mentioned they have 2 programs on controller, one that is more intense and one that is less intense. Pt mentioned stimulator in back was not functioning over the weekend. Pt mentioned pain levels were shooting up and they switched to the heavier program, but the program did not provide relief. Pt mentioned having had 3-4 controller replacements, the most recent replacement being in (B)(6) 2021, but controller replacements did not resolve the issue the pt was having with getting consistent therapeutic relief. Patient mentioned having therapeutic relief issues since before (B)(6), but for sure in 2021. Pt also mentioned the controller says "stimulation off" when they switch groups on controller. Pt had tried to contact mdt reps through hcp's office; pt was provided a number to call, and left voicemails, but did not receive callback. The patient was redirected to their healthcare provider to further address the issue.